Event description:
The device was returned for av sticky valve failure. The secondary pin of the fva assembly was stuck in the open position. The device was opened to inspect for internal damage and perform cleaning on the fva pins. No internal damage was identified. The fva pins and their channels were cleaned using alcohol. The fva lip seals were replaced during investigation. A mock infusion was run after the fva lip seals were replaced and no alarms or errors occurred. The device will be sent through the repair process before being sent to the test line for full functional testing.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: "top right side metal pin is stuck inside. Tried cleaning it. Can't push it back out. No luck getting to stick out like the left pin where cassette insert.. Patient harm: no". A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.